Event description:
A pump was reported to have declared an altitude alarm 21 in the past. The customer's blood glucose level was 12 mmol/l. The customer received advice from technical support on preventing altitude alarms and was able to resume insulin delivery with the original cartridge.